Manufacturer narrative:
(B)(4). Concomitant medical products: rotating hinge knee femoral component, catalog #: 00588001602, lot #: 62671719. Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01728, 0001822565-2018-01729.

Event description:
It was reported that the patient was revised to address subluxation of the insert and a loose hinge pin. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Concomitant medical products: 00588001602-femoral component option for cemented use only size f right lot 6261719 00588000600-tibial component precoat size 6 lot 6332680 00598801018-stem extension straight 18mm dia x 100mm length(combined length 145mm) lot 63459235 00598801015-stem extension straight 15mm dia x 100mm length(combined length 145mm) lot 63302644 66017790 copal g+c 1x40 lot 53684500 complaint sample was evaluated and the reported event was confirmed. Visual evaluation indicate that signs of wear (nicked, gouged, pits, micromotion) were found on the inferior, superior and anterior sides of the articular surface. No damage was observed on the hinge pin. Dimensional evaluation indicate that the device is conforming to print specification, where measured. X-rays reviewed by a radiologist relay hinge is malaligned and the hinge post extension has disassociated from the other components. There is mild posterior and lateral subluxation of the tibia with respect to the femur. Femoral component contacts the anterior tibial tray suggesting breakage/displacement of the anterior tibial polyethylene. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.